Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient experienced urgency, mixed incontinence, pelvic pressure, nocturia, hesitancy, incomplete bladder emptying, and recurrent urinary tract infection. It was reported that the patient concurrently underwent laparoscopic-assisted vaginal hysterectomy, bilateral uterosacral colpopexy, cystoscopy, laparoscopic burch procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.